Manufacturer narrative:
A replacement battery module will be shipped for installation.

Event description:
The service repair technician (srt) reported that during field service installation of the device, the battery module malfunctioned. When the srt tested the dc power function and pulled out the a/c cord from the wall, this unit shutdown immediately. He charged the battery module for eighteen hours. The srt checked the function again and the battery still had no d/c power supply after the charge. Since the event occurred during field service installation, there was no patient involvement.